Event description:
As the lens was being inserted into the pt's eye, the lens rotated and cut the optic in half. The doctor repositioned the lens causing the haptic to break off. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
This form was completed by the manufacturer.